Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was 280 mg/dl. Reportedly, a correction bolus was delivered to address the bg level. Troubleshooting with tandem technical support was performed. Reportedly, the customer would continue use of the current pump or backup pump for therapy.